Manufacturer narrative:
All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined.

Event description:
It was reported that a patient had an infection in the area where the battery is implanted. No further patient complications were reported.